Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding missing or broken retainer rings from the attorney of the family. The information received on december 16, 2021 stated the following reporter alleged missing or broken retainer rings caused the customers to suffer personal injuries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 153 to 0 which was not included in the initial report. So, the correct patient weight as per new additional information is 0. Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from 16-dec-2021 to 14-may-2019 as per new additional information and updated section b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.